Manufacturer narrative:
Additional catalog #: 65-0110-s. Additional lot #s: 08071104, 08070207, 08101304. Additional expiration date: 07/22/2009. Additional other: 10/27/2009. Add'l manufacure dates: 08/2008, 09/2008, 11/2008. Catalog # 65-0105-s, lot #s 08090506, 08070207, 08101304 and catalog #65-0110-s, lot #08071104 met all functional and sterilization criteria upon release per batch record review. On going stability testing performed of the alleged lots was also within specification (setting, tensile strength, mixing etc.)

Event description:
During a case of debridement avascular necrosis (avn) right head of femur, acumed callos impact 5cc and 10cc were mixed, they never turned to a paste but just fell to bits immediately (less than 1 minute); the same problem occurred (brittle and bits before 1 minute mixing time up) for another batch (2x5cc); the last batch (2x5cc) were mixed, this time a paste began to form but dried out to a chalk like brittle substance before the 2 minute impactable time in the pre-operative planning was up, making it impossible to implant into the patient.